Manufacturer narrative:
Continuation of d10: tyrx-aae envelope implanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days post implant of a cardiac resynchronization therapy defibrillator (crt-d) system with absorbable antibacterial envelope, the patient was hospitalized with a large hematoma and ecchymosis of their right chest. Treatment was provided in which the old blood and clot was evacuated from the lateral chest wall, and the patient received a transfusion of one unit of blood. The patient was also treated with medications. The patient is a participant in a clinical study. The crtd system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was treated with two blake drains placed in the chest wall and was treated with blood thinners. The patient was later admitted to the intensive care unit (ICU) due to hypotension.